Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage') and abortion spontaneous ('spontaneous abortion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic/ abdominal pain,"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), hypersensitivity ("allergy: other") and menorrhagia ("menorrhagia"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, pelvic pain, dysmenorrhoea, back pain, hypersensitivity, weight increased and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, device dislocation, dysmenorrhoea, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: injury nos was replaced with new events dysmenorrhea, pelvic/ abdominal pain, back pain, menorrhagia, allergy, pregnancy: stillbirth/miscarriage, migration, weight gain were added. Patients demographic details was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.